Event description:
Customer reported that a microwell plate barcode ID was misread as eg)^!) And it should have read eg0610. Troubleshooting revealed that the shift key was stuck on their keyboard, which caused the manually entered plate ID to insert the wrong characters. No death or serious injury was associated with this incident.